Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received the information from the customer alleging the cough, particles in tubing/chamber. There was no report of medical intervention. After the second attempt the customer responded as experience the sneezing bouts and no medical intervention. The filter were black after few weeks. The patient did not return the device. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.